Event description:
It was reported that during a follow-up, high capture threshold was detected. X-ray showed lead in good position. The lead remains implanted, and the patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.